Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that there is chipping plastic on reservoir compartment. The customer stated that the damage occurred on removing and replacing reservoir. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, broken reservoir tube lip, minor scratches on the display window, missing reservoir tube seal, cracked case at the reservoir tube window corner and cracked battery tube threads.